Event description:
It was reported the pt had an infection at the stimulator site. The infection had no growth, but a culture was taken. The results of the culture were not known. The stimulator and extensions were removed due to the infection, but the leads remained implanted. The pt was recovering from the infection and was going to be reimplanted with a new device in the next "couple" months.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# v419196, implanted: (B)(6) 2011, product type: lead. Product ID: 3387s-40, lot# v415233, implanted: (B)(6) 2011, product type: lead. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2011, product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2011, product type: extension. (B)(4).

Event description:
Additional information received reported the patient had a 2nd ins implanted on (B)(6).

Event description:
Additional information received reported the patient did not have any concerns with their device or therapy.